Event description:
It was reported the patient had their tined lead revised due to high impedance. The patient reported to their physician that they experienced a fall. During the revision, it was discovered that the tined lead was twisted at the tines. The lead was replaced with no harm to the patient, and their device is functioning as expected. The patient is doing well post-revision.

Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket / 510(k) # p190006. Block h11: investigation details: the device is not available for analysis; therefore, no physical analysis of the product could be performed. Based on the information provided and the investigation conducted, the patient had a fall, therefore it is likely that the fall created twisted tines, causing the high impedance. It is likely that this situation contributed to twisted tines, directly linked to the procedural challenges rather than a defect or failure in the product itself. Therefore, all compiled information on this investigation determines that the most probable cause is adverse event related to patient condition since an existing condition is responsible for the adverse event and use of the device has neither caused nor otherwise influenced this condition-related adverse event.

Manufacturer narrative:
Product code (d2b): additional product code qon. Premarket/510(k) # (g4): additional premarket/510(k) # p190006.

Event description:
It was reported the patient had their tined lead revised due to high impedance. The patient reported to their physician that they experienced a fall. During the revision, it was discovered that the tined lead was twisted at the tines. The lead was replaced with no harm to the patient, and their device is functioning as expected. The patient is doing well post-revision.